Event description:
As reported, during use in patient of this flotrac sensor, arterial blood pressure readings displayed in hemosphere monitor were lower than the ones displayed in the drager monitor. The values shown in the drager monitor were considered to be correct. No error message was displayed. Patient was treated based on the drager monitor values. Phillips cables were unsuccessfully changed. Issue was finally solved replacing the flotrac sensor. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9 (device availability). Updated information to section h6 (type of investigation, investigation findings, investigation conclusions). The device was received for evaluation. Customer report of incorrect values was unable to be confirmed. Both sensors of the dpt (disposable pressure transducer) unit zeroed and sensed pressure accurately on hemosphere and pressure monitor, respectively. Pressure did not show any drift during output drift testing. Electrical testing showed that both input impedance and output impedance were within specifications. The zero-offset for both sensors also met specification per drawing. No leakage or occlusion was detected from the unit during pressure test. Finally, no visible damage was observed from the unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. In addition, there are manufacturing controls to avoid potential causes related to the reported malfunction, such as electrical testing and device inspection. No further investigation could be performed, since no defect was confirmed during the product evaluation.